Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging a test strip port issue with her onetouch verio iq meter. The patient claimed that she is unable to insert a test strip as the test strip port is blocked. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. It is not known when the alleged meter issue began. It is not known what medication, if any, the patient takes to manage her diabetes, or if she made any changes to her usual diabetes management regimen in response to the alleged meter issue. However, the patient reported developing symptom of "blurry eyes" although it is unknown if the symptom began before or after the alleged issue started. The patient denied receiving medical treatment due to the alleged meter issue. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.